Event description:
It was reported that the patient underwent an indirect decompression spacer implant procedure. Postoperatively, the patient went to the emergency room because he experienced numbness in his buttocks and groin area as well as urinary retention. Magnetic resonance imaging (MRI) was performed and the radiologist assessed that the implant was not on the nerve root or in the epidural space. However, the physician assessed that the implant had pierced bone which caused nerve compression at the first sacral spinal nerve area. Therefore, the patient underwent an explant procedure wherein the spacer was removed. The patients numbness was residing postoperatively and he has since been discharged from the hospital. The explanted spacer will not be returned as it was discarded by the medical facility.